Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Additionally, no relevant photographs, videos, or imagery were provided for this event. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and none of the work orders revealed any issues that may have contributed to the reported event. A review of lot history revealed any similar complaints. As the complaint was unable to be confirmed and the control limits for the associated trend category were not exceeded for october 2019, a complaint history review was not required. The ultra delivery system instructions for use (IFU), the procedural training manual, and the device preparation manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on a review of the IFU and training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. The device was not returned for evaluation and no imagery was provided for review. A review of DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Attempts made to retrieve additional event information were unsuccessful. As a result, it is unknown why the delivery system did not deploy properly, and any potential sources of leakage were not provided. Furthermore, there were no noted issues during device preparation, so it was unlikely that the device was damaged out of the box. Because of the limited information offered, we are unable to determine a root cause. Since no product non-conformances or IFU/training manual deficiencies were identified and a review of the complaint history revealed that the complaint rate did not exceed the october 2019 control limit for the relevant trend category, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 23 mm ultra delivery system balloon with sapien 3 ultra valve, did not deploy properly. The doctor opened a new kit.

Manufacturer narrative:
Reference CAPA-20-00141.